Event description:
It was reported by service report that the side rail could not remain latched. It is not known whether there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Customer has evaluated the device and will complete the repairs. Central locking column. Manufacturer's investigation is still ongoing. If additional information is received, a follow-up report may be submitted.